Event description:
Orthopedic surgery-during placement of the distal locking screws into the nail, the drill bit used to create the hole for the screw placement broke and the tip of the drill bit is firmly embedded in the distal femur. It did not, however, prevent successful placement of a distal locking screw.